Event description:
It was reported by repair work order that the front brakes were not holding due to the clevis pin on the brake cam pivot missing. However, the foot end brakes were still holding. No patient was affected and no clinically relevant delay was reported.